Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the initial insertion of the delivery system and initial deployment of the proximal portion of the stent graft excessive leakage of blood was noted on the delivery system. The leakage of blood was noted between the front grip and the external slider between the side clamps where the grey front grip at point of where disassembly would occur. It was noted that another manufacturer¿s 20fr (dry seal) sheath was in place at the time of the event. The physician continued to deploy the stent graft without incident and once the delivery system was removed the bleeding discontinued. The evar procedure was completed without incident. The patient lost approximately 3 liters of blood and 5 units of blood were given post procedure in a blood transfusion. The physician stated the cause of the event was device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the event could not be confirmed as the event occurred in-vivo and could not be replicated during device analysis. The possible scenario where blood would be able to leak from between the front grip and external slider would come from within the graft cover, exiting out through the hub-cap area. This component was inspected, and no abnormalities were observed as no leak could be recreated. If information is provided in the future, a supplemental report will be issued.